Event description:
It was reported that the customer experienced an issue with sliding the cartridges onto the pump. Reportedly, the paint on the customer's cartridge rail on the pump has been chipped.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing an issue with sliding the cartridges onto the pump. Reportedly, the customer's cartridge rail on the pump has been chipped. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.